Event description:
The product was used during a total gastrectomy procedure. Reportedly, the staples did not form properly. The surgeon resected the tissue at the application site and applied another device to complete the procedure. The hospital has reported the patient's condition is satisfactory.